Event description:
New information received notes the patient experienced redness and itching at the implant site. No other anomalies were observed. The implantable cardiac monitor (icm) was not replaced. The patient was stable before, during and after the procedure.

Event description:
It was reported that the implantable cardiac monitor (icm) was explanted due to the patient being allergic to the device.

Manufacturer narrative:
Further information was requested but was not available at this time

Manufacturer narrative:
Analysis was normal. The device was above the elective replacement indicator (eri). No anomalies were noted.